Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 4.5 years post index procedure a type ib endoleak was noted on angiogram. Intervention was performed with the implantation of an endurant limb (16x20x93cm) to treat a type ib endoleak in the right common iliac. The physician noted that he obtained adequate seal distal to the existing limb by extension of about 15mm down into the right internal iliac artery. The event was resolved. As per the physician, the cause of the event was anatomy related due to dilation of the right common iliac since the index procedure. No additional clinical sequelae were reported and the patient is fine.